Event description:
It was reported that the patient had "three" revision surgeries. The first reported surgery was to "get wires to cover his right leg." The second reported surgery was to relocate the implantable neurostimulator (ins). It was indicated that the ins was relocated because the patient "couldn't sleep on his side" and because the ins "site was tender." It was reported that these surgeries occurred in (B)(6)-2011. The nature of the third surgery was unclear at the time of report. Additional information was requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 3777-60, serial# (B)(4), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708160, serial# njb057174v, implanted: 2011-(B)(6), product type extension. (B)(4).

Event description:
Follow up from the health care provider reported the patient had percutaneous leads replaced in 2011 due to the lack of effect which resolved the issue. (B)(6) 2012, the stimulator pocket was moved and it resolved the pain at the pocket site. It was noted, the last time they had seen or heard from the patient was at the pocket revision in (B)(6) 2012. The health care professional had no information regarding the patient¿s current status.